Manufacturer narrative:
Event date: (B)(6) 2020. Report date: 28oct2020.

Event description:
It was reported to philips that during testing of the device, the unit could not start and displayed error code da (data acquisition) pcba (printed circuit board assembly) adc reference failed. The device was not in use at the time of the event. This issue occurred during testing of the device. A philips authorized service personnel (asp) was dispatched to the customer site and confirmed the reported issue. The asp stated that the error occurred due to a damaged data acquisition board. The customer declined to have philips repair the device and found a third party provider to complete the repair.